Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 36 and 48 hour, the adhesive was loose, the cannula had dislodged from the site which became red, swollen and infected. The patient contacted the health care practitioner (hcp) who prescribed antibiotics (flucloxacillin sugar free 5ml) to be taken 4 times a day. The pod has been discarded.